Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to high blood glucose levels. Both events were on (B)(6) 2012. The first time was at 11:30am with a blood glucose of 399 mg/dl. The second was at 1:30pm with a blood glucose of 526 mg/dl. It was stated that the customer did have ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. Nothing further was reported.